Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) piston rod issue [device issue] hyperglycemia [hyperglycaemia] novopen 4 isn't injecting accurate doses [device delivery system issue]. Case description: this serious solicited report from egypt was reported by a patient family member or friend as "piston rod issue(device component issue)" with an unspecified onset date , "hyperglycemia(hyperglycemia)" with an unspecified onset date , "novopen 4 isn't injecting accurate doses (inaccurate delivery by device)" with an unspecified onset date and concerned a 86 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date and ongoing for "type 1 diabetes mellitus", , tresiba penfill (insulin degludec 100 u/ml) from unknown start date and ongoing for "type 1 diabetes mellitus", the outcome for the event "novopen 4 isn't injecting accurate doses (inaccurate delivery by device)" was not reported. Reporter's causality (novopen 4) - novopen 4 isn't injecting accurate doses (inaccurate delivery by device): unknown. Company's causality (novopen 4) - novopen 4 isn't injecting accurate doses (inaccurate delivery by device): possible . Reporter's causality (novorapid penfill) - novopen 4 isn't injecting accurate doses (inaccurate delivery by device): unknown. Company's causality (novorapid penfill) - novopen 4 isn't injecting accurate doses (inaccurate delivery by device): possible. Reporter's causality (tresiba penfill) - novopen 4 isn't injecting accurate doses (inaccurate delivery by device): unknown. Company's causality (tresiba penfill) - novopen 4 isn't injecting accurate doses (inaccurate delivery by device): possible. Investigational result: name: novopen 4, batch number: kvgy820 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid, batch number:pr709e5 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: tresiba pen, batch number: ns6hw41 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case have been update with the following: new event added (inaccurate delivery by device). Investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly. Final manufacturer's comment: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill and novorapid penfill. H3 continued: evaluation summary name: novopen 4, batch number: kvgy820 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) piston rod issue [device issue] hyperglycemia [hyperglycaemia]. Case description: study ID: (B)(6)-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 100 cm. Patient's weight: 25 kg. Patient's bmi: 25. This serious solicited report from egypt was reported by a patient family member or friend as "hyperglycemia (hyperglycemia)" with an unspecified onset date , "piston rod issue(device component issue)" with an unspecified onset date and concerned a 86 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid penfill (insulin aspart 100 u/ml) (3u (may increases according to his meal),) from unknown start date and ongoing for "type 1 diabetes mellitus", , tresiba penfill (insulin degludec 100 u/ml) (14 u,) from unknown start date and ongoing for "type 1 diabetes mellitus", dosage regimens: novopen 4: novorapid penfill: tresiba penfill: current condition: type 1 dm (from two years and 4 months ago). On an unknown date, patient suffered from hyperglycemia started from two weeks as his bgl (blood glucose) reached to 500mg/dl. Due to an issue with his np4. Hyperglycemia happened specially in the morning, so the reporter suspected that the issue is due to tresiba. So patient changed the used penfills with another new one, but the hyperglycemia event not recovered. Patient's bgl was controlled from yesterday after the patient used a new pen, so the issue is with the pen on an unknown date, patient's hb1ac was 6-6.5% from 6 months, patient's bgl was 480 mg/dl and 400 mg/dl (last week). The patient's np4 is injecting accurate doses as its piston rod issue. Patient didn't use any concomitant medications during using tresiba and novorapid penfills. Batch numbers: novopen 4: kvgy820 novorapid penfill: pr709e5; tresiba penfill: ns6hw41; action taken to novorapid penfill was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "hyperglycemia (hyperglycemia)" was not recovered. The outcome for the event "piston rod issue(device component issue)" was not reported. Reporter's causality (novopen 4) - hyperglycemia (hyperglycemia) : probable piston rod issue(device component issue) : probable. Company's causality (novopen 4) - hyperglycemia (hyperglycemia) : possible piston rod issue(device component issue) : possible. Reporter's causality (novorapid penfill) - hyperglycemia (hyperglycemia) : unlikely piston rod issue(device component issue) : unlikely. Company's causality (novorapid penfill) - hyperglycemia (hyperglycemia) : possible piston rod issue(device component issue) : possible. Reporter's causality (tresiba penfill) - hyperglycemia (hyperglycemia) : unlikely piston rod issue(device component issue) : unlikely. Company's causality (tresiba penfill) - hyperglycemia (hyperglycemia) : possible piston rod issue(device component issue) : possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Company comment: hyperglycaemia is assessed as listed event according to the novo nordisk current ccds in tresiba penfill and novorapid penfill. Relevant information on investigation of defective device and suspect products, action taken with suspect products are unavailable. Technical complaint or malfunction with device can affect the delivery of insulin products and can leads to hyperglycaemia. With available limited information, causality is assessed as possible to tresiba penfill and no-vorapid penfill. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill and novorapid penfill.